Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for leak is confirmed during the sample evaluation and the root cause for the leak due to broken occluder feet was undetermined.

Manufacturer narrative:
(B)(4). The reported issue of leaking set was confirmed. During sample evaluation, lab found a leak and occlude feet broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg, which is an indication of overtorquing. A review of all batch record documents was performed with no issues noted during the manufacturing process.

Event description:
A customer reported to baxter an issue of leaking minicap transfer set found during use. The customer stated that the liquid could not be stopped even after closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.